Event description:
A cusanxtp unit was trialed for 5 cases and it failed 2 out of the 5, causing the handpiece not to debulk and to clog easily. The handpiece failed about 45 minutes into the case when the tumors were identified. The surgeon ended up "pulling" the tumors out. There was no pt injury or delay in surgery reported. Add'l clinical info was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been indicated based upon the reported info.